Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device upgrade, while the physician was using cautery in the pocket the pulse generator exhibited noise and intermittent output. The device returned to normal function after cautery was stopped. The device was explanted and replaced.